Manufacturer narrative:
Samples received: none. Analysis and results: there is a previous complaint received of this batch, regarding the same issue. It is probably the same case, the previous one was received from customer and this one from the competent authority. In the previous one, two open samples with the needle detached from the thread and the thread still wound on the pack were received. The complaint was closed as justified because the samples were unused and the needle was already detached from the thread. The thread looked broken inside the needle. The root cause could not be determined, nevertheless it could be caused by excessive strength applied to attach the thread to the needle, therefore the thread was broken inside the needle. (B)(4) units of this batch were manufactured and distributed in the market, there are no units in b. Braun surgical, (B)(4) warehouse. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, taking into account that the results of the samples received in the previous complaint of the same batch did not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. We take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread detached from the needle.